Event description:
Procedure: lap gastric bypass. According to the report: the instrument was introduced through the trocar and was opened. The nut at the end of the instrument had broken off. The operation could be finished, but the instrument could not be closed and removed. They tried to close the instrument with force, but it did not work. So they had to increase the trocar incision and remove the instrument in the open position.

Manufacturer narrative:
Date initial report sent: 10/5/2009.